Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture. The lead was capped. The patient elected to see how they would do without a device implanted but then experienced pre-syncope. The system was replaced with a leadless pacemaker on (B)(6) 2023. The patient was in stable condition.